Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -10.5/1.0/090 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. The lens was later explanted due to excessive vault. For status of the eye (signs/symptoms):" happy with vision. Shallow ac, very high vault and narrow angles" was reported. It was also reported that this case is pending icl replacement for shorter length. Cause of event was unknown. If additional information is received a supplemental medwatch report will be submitted.